Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequent death on an unk date after use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers: 1225714-2014-01238 and 1225714-2014-01239.

Event description:
Additional information received noted that the patient experienced a cardiac arrest, which is alleged to have been caused by the product administered to the patient's for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-01238 and 1225714-2014-01239.